Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The tip of the axsos 3 screwdriver broke during screw removal. This was in a workshop environment with stryker personnel only.